Event description:
It was reported that end user states (B)(6) delivered her a rental chair today and the footrest do not match one is larger than the other, the pads on footrest are worn and left side is loose and cannot be tightened.